Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation/irritation and connective tissue disease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Connective tissue disease (ctd): concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Patient reported non-side specific "unusual pain, tingling, swelling, numbness, or burning of the breast." Patient additionally reported having a "connective tissue disease or disorder." No treatment or surgical reoperation has occurred, device remains implanted. This record is for the right side.